Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the hvad destination therapy post approval study. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Information received from the site indicated that approximately five days post vad implantation, the patient developed a major infection and respiratory cultures revealed the patient had serratia. The patient had episodic bouts of coughing and was placed on antibiotic medication. It was further reported that a performed computerized tomography (CT) was suggestive of pneumonia on the left upper lobe alveolar consolidation, lower lobe consolidation and atelectasis. Of note, antibiotics were completed after ten days. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. Per the instructions for use, infection is a known potential complication associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five days post ventricular assist device (vad) implantation, the patient developed a major infection and respiratory cultures revealed the patient had serratia. The patient had episodic bouts of coughing and was placed on antibiotic medication. It was further reported that a performed computerized tomography (CT) was suggestive of pneumonia on the left upper lobe alveolar consolidation, lower lobe consolidation and atelectasis. Of note, antibiotics were completed after ten days. The vad remains in use. No further patient complications have been reported as a result of this event.